Manufacturer narrative:
Updated manufacturing plant address: d3. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to an accidental wear and tear. The reported issue was resolved by replacing the downstream occlusion seal. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a ripped and unattached downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.